Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had lots of problems with legs at night since at least (B)(6). She had a burning all the time in legs and keeps her up all night. The patient noted if she stands in one position, her legs start to hurt. The patient was going to healthcare professional (hcp) (B)(6) to get an ultrasound of the arteries of lower extremity with exercise. It was also reported that she had terrible pain in calf after surgery. The pain lasted for 3 days. There was no swelling or warmth. The patient couldn¿t walk without a cane and it felt like knifes in the calf. The healthcare professional (hcp) told the patient the position she was in during surgery caused the calf pain. The patient noted she is on .8 volts and she has an appointment with her neurologist on (B)(6). Additional information received from patient on (B)(6) 2016 reported that she had surgery for bladder leakage. It was noted that the first day after surgery, she had knife like pain in calves. It was so severe that she could hardly walk without a cane. She took post-op pain medications for leg pains and called the hcp¿s office. She thought it was due to the position during surgery, so clot in leg but they were not warm. It was indicated that both calves hurt equally and no temp. It faded on the 3rd day and on the 4th day and it was gone. She was fine and had good urine control. On (B)(6) 2016, she had routine 6 months lab done and she noticed leg discomfort calves (like burning while sleeping, heaviness in legs) pain calves, side of calve suck like feeling below and above calves. It seemed to start with legs swelling as temp rose in valley. On (B)(6) 2016, she met with hcp to review routine 6 months lab results. She had informed hcp about legs, excessive tiredness and irritability. It was noted that b12 thyroid, estrogen and ultrasound were performed. On (B)(6) 2016, she met hcp to review test results. It was noted that b12 decreased, estrogen decreased, vit d decreased, and thyroid was ok. She had x-ray done for neck on (B)(6) 2016. She visited hcp on (B)(6) 2016. She would wait to see if she needs a resetting after neuro visit. It was noted that exams were done. She noticed mark improvement with legs since neuro testing in august. She had more strength in legs when walking, no burning in calves when walking and her sleeping was better. She still had discomfort in low legs, just above the ankles when standing still. She noticed discomfort in calves after sitting at table with legs down. She was informed by hcp that she had no nerve damaged in leg. It was only slight carpal tunnel, no [illegible] at this time. She would monitor legs and update hcp on next visit. She would discuss possibility of having neurotransmitter setting redone by medic clinic. It was indicated that she was on program 3 at .3v and had fair urine control. She would try this setting starting (B)(6) 2016 to see what happens before next visit. She would monitor for what increase in calf or leg pain. It was also reported that on 9, 10 and 11 when she was sitting at table with her feet down while doing paper work, she experienced burning legs at calves. She noticed relieve when sitting in recliner, her legs elevated. She believed her next visit to hcp not until (B)(6). Patient stated now her arteries, leg nerves were all good to go.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.